Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 (creatinine) on a cobas c 303 analytical unit. The first patient sample initially resulted in a creatinine value of 7.54 mg/dl and it repeated as 1.21 mg/dl. The second patient sample initially resulted in a creatinine value of 6.03 mg/dl and it repeated as 3.54 mg/dl.

Manufacturer narrative:
The creatinine reagent lot number was 729539. The reagent expiration date was requested, but not provided. The field service engineer found a broken waste tube. The tube was exchanged. Performance testing was run and was within specifications. No further issues have occurred since these actions. The investigation determined the service actions resolved the issue.